Manufacturer narrative:
Exact date unknown, event occurred prior to 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8116700, model: sc-8116-70, serial: (B)(4), batch: 143377.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted. No further information could be obtained despite good faith efforts.